Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the right atrial (ra) lead exhibited unstable thresholds. It was also reported that an x-ray revealed that the ra lead had dislodged. It was further noted that high thresholds programming caused diaphragmatic phrenic nerve stimulation. The ra lead was attempted to be repositioned three times and dislodged each time. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.